Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch was not locking into run/safe. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The handswitch is not a repairable device and will not be returned to the user facility.